Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the high impedance was not determined. The health care professional (hcp) is confident that the patient can use 4 working contacts to achieve desired therapy as an action/ intervention towards the high impedance issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syn. Information was reported that an elective replacement indicator (eri) message was seen. There is no allegation/dissatisfaction with longevity. Eri notification seemed correct relative to implant date. It was reported therapy is good. The caller reported elevated impedances. 0-7 electrode are > 20,000 ohms (all combinations). 8-15 have some viable electrodes, 8 & 9 = 411, 8 & 10 478, 8 & 11 660, 8 & 12 = 14559, 8 & 13 18112, 8 & 14 > 20,00 and 8 & 15 = 8101. It was reviewed possible connection or lead fracture/damage. Reviewed surgical options. Patient will be getting ins replaced (B)(6) 2017 due to eri/eos. Patient is getting good therapy benefit and reason for visit today was too check system before replacement surgery. No further complications were reported. No patient symptoms were reported.